Manufacturer narrative:
Correction: the lead should not have been system reported. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the cause of battery exposed still remains unknown and patient's weight was reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va1ge6b, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an exposed battery sticking out through the incision site. The rep stated that the physician suspected that the patient did not follow activity restrictions and an explant had been scheduled. There were no further symptoms or complications reported or anticipated.